Event description:
Corporate product surveillance was notified on (B)(6) 2010 of a fax sent to (B)(4) regarding a request for service on a colleague infusion pump that was involved in a patient overinfusion of chemotherapy during patient use. Documentation received from the facility nurse indicates the following information: on (B)(6) 2010, 5-fluorouracil 1300mg in 1000ml of normal saline was set up for infusion on the patient via a colleague single channel pump. The chemotherapy was to infuse at 45ml/hour and to infusion over 22.2 hours per physician order. The infusion reportedly was complete on (B)(6) 2010 at 0300, and the total 1000cc had infused resulting in an over-infusion of chemotherapy. The programmed rate was rechecked by a nurse and noted to be 45 ml/hour. Reportedly, the evening nurse checked the infusion at 1900 on (B)(6) 2010, and the volume in the bag did not seem to match the volume amount noted on the pump. The infusion completed 5.5 hours ahead of schedule. The patient was to receive a maximum dose of 1790mg of chemotherapy in 24 hours. The patient received 1300 mg in 16.5 hours thus the patient did not received an over dose of medication but did receive the 1300 mg in a shorter period of time than ordered. No patient injury was noted and no interventions were required due to this event. The device was swapped out and sent to the biomedical department.

Manufacturer narrative:
(B)(4). The device been requested to be returned to baxter for evaluation. Should the device be received and an evaluation completed, a follow up MDR will be submitted. The software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Baxter product analysis lab (pal) completed evaluation of the device. The keypad and panel lockout switch test was performed and passed. The rear housing was opened and inspected for loose wires/harness connections; none was found. Found the outer and inner battery harness connected properly. Opened and inspected the front bezel for loose wires and harness connection; none were found. Found dried fluid on the up and downstream phm housing tubing guide. No problem found on the pump channel. The pump head module (phm) with yellow dot upgrade was inspected for loose connection or damage; none was found. Dried fluid was observed around the top phm gasket and top phm housing. The reported condition was not confirmed or duplicated. The pump passed the accuracy tests within specifications. The software version in this pump is: master 5.09.90, slave 4.03.00 and phm 2.07.00. Corrected information: upon further review of information obtained during this investigation, the medical assessment was amended to reflect that no patient injury occurred during this event. This is a reportable malfunction.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing random audible alarms and low battery advisories despite having fully charged batteries. The suspect system controller was exchanged to a backup system controller as per the manufacturer's instructions for use. The pt remains ongoing on lvad support with no further issue reported.